Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04608 and 3005099803-2011-04609 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure performed on (B)(6) 2011. According to the complainant, two resolution clip devices failed to "unclip." Reportedly, the user "took a big biopsy bite with the clip." The procedure was successfully completed using a third resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient's condition was reported as being stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Component code 758 relates to device code 2547 for the reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04608 and 3005099803-2011-04609 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure performed on (B)(6) 2011. According to the complainant, two resolution clip devices failed to ''unclip.'' Reportedly, the user ''took a big biopsy bite with the clip.'' The procedure was successfully completed using a third resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient's condition was reported as being stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.